Event description:
On 8/2/2000 an erbe sales rep was informed by the nurse manager of the gastrointestinal center of a perforation. Dr reported to the nurse that he did not achieve adequate arc distance when treating polyp tissue. Pt was later admitted to surgery for resectioning of the colon (note: pathology report revealed that the removal of the colon area would still have been necessary because pt had "severe displasia morophology"). Pt is recovering. The system [i.e. Argon plasma coagulator (apc) model 300 with an electrosurgical generator w/endocut & argon model icc 200 was set to 40 watts with a gas flowrate of 0.8 lpm.